Event description:
The customer reported having low blood glucose of 53mg/dl and the paramedics were called. The customer stated that she has been experiencing low glucose level for the past six weeks. Troubleshooting was performed. Reviewed the programming and found that all of the settings were correct. The reservoir was showing the same amount of insulin as shown on the status screen. The displacement test was performed and passed. The customer stated that her doctor recommended having the device replaced.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device was received with scratched display window.